Event description:
The account alleged that the head section is stuck in the raised position. No pt impact.

Manufacturer narrative:
The account replaced the control box and the issue remains. The account replaced the head actuator to resolve the issue.